Event description:
It was reported that during central processing, the mega needle driver instrument had a wire at the bowden cable torn. There was no reported injury.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.